Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue related to AED rhythm analysis. There was no report of pt involvement or impact.